Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported implant placement on site ((B)(6) #6) may have failed early due to infection. Bone graft was placed. Clinician reported pain, mobility, bleeding, inflammation and abscess was present at the time of the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported implant placement on site ((B)(6) #6) may have failed early due to infection. Bone graft was placed. Clinician reported pain, mobility, bleeding, inflammation and abscess was present at the time of the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications (B)(4)